Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the rust on the printed circuit board and the air leak in the pressure relief valve could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited rust and corrosion on the printed circuit board. Additionally, there was an air leak in the pressure relief valve. There was no patient involvement.